Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/09/2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Event description:
The patient reported that the keypad buttons were intermittently responsive for two to three weeks. The patient reportedly wore the pump in an undergarment and clean the pump with a damp paper towel.